Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump display screen was dim/faded/discolored. The reporter indicated that the display screen was no longer able to be read safely related to the issue. The reporter indicated that there was no evidence of moisture or corrosion related to the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Correction: omitted in error from initial report:this is a late MDR submission due to a software issue that has been reviewed with the FDA on november 7, 2014.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/14/2015 with the following findings: during investigation, the pump was powered on and the display screen was found to be dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.